Event description:
A coupling problem was reported and it was taking a very long time to charge. The patient experienced increased heating and over temp shut off with a call physician icon. Intermittent coupling was reported. It was also reported, the recharger was intermittent. Additional information received reported the patient had recharging issues for the past three years. It was noted, the patient saw their healthcare professional on 2014 (B)(6) and they suggested the patient have the implantable neurostimulator (ins) replaced. Additional information reported, the patient was ¿unable to fully charge.¿ it was noted the issue was to the ins and that the issue was ¿unknown.¿ it was stated that reprogramming had been performed on multiple dates. It was noted, the patient had been scheduled for replacement at the time of follow-up. It was noted, the recharger was received for analysis and it was found the complaint was unconfirmed and the recharge antenna cable was discolored. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 37751, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).